Event description:
Complainant alleged that while after performing open-heart surgery on a patient, the device was attached to the patient via electrode pads. Upon an attempt to defibrillate the patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient, using the same set of electrode pads. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.